Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient had a previous sling that failed, therefore an artificial urinary sphincter (aus) was implanted. No patient complications were reported in relation to this event.